Event description:
The customer reported the ventilator was displaying a pressure sensor failure. There was no patient harm or involvement reported. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The fse ran the unit for about half hour and could not get the reported failure to repeat. The fse performed performance verification testing and passed.